Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the atrial lp failed to be fixed. Tug testing resulting in detachment of the lp consistently. It was elected to abandon atrial lp implant. There were no patient consequences.